Event description:
Pt had right colectomy which finished at 1200. She developed rectal bleeding at 1800 of varying amounts. Her hemoglobin & hematocrit dropped significantly & was returned to surgery for exploratory laparotomy. The physician stated there was clots and blood in the cavity with seepage at the suture line. Staples were used for closure in first surgery. The pt received 4 units of blood & is doing well now.